Event description:
It was reported that during a da vinci prostatectomy procedure, the staff reportedly observed the monopolar curved scissors to have dull blades. There were no missing and/or fallen pieces reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation could not find any issues. The instrument passed a latex cut test with the use of an ipt tester. Failure analysis investigation found the flush tube was missing. The cause of the damage was likely due to improper cleaning. Additionally, the instrument tube extension was noted to have most of the pad printing removed. The tube extension was not cracked or broken. The cause of the pad printing damage was likely due to mishandling/misuse. There was no other damage found. The reprocessing instructions under cleaning, disinfection and sterilization general information section specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however, the damage to the instrument's pad printing found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.